Event description:
It was reported that this lead was surgically revised due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported. Additional information was obtained, the leads were dislodged which led to a revision performed.

Event description:
It was reported that this lead was surgically revised due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.